Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has been returned and evaluated by the failure analysis team. The instrument tube extension exhibits signs of scratch marks/abrasions. The tube extension scratch marks measured roughly 0.024¿ x 0.104¿. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Annex f was updated from f27-no patient involvement to f26-no health consequences or impact. Failure analysis confirmed only scratch marks on the instrument tube extension.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was further evaluated by the failure analysis engineering team. The instrument was analyzed and found to have scratch marks to the brown laser marked section of the tube extension near where the tip cover meets the laser marking when installed. As a result, the orange plastic beneath the laser marking is exposed. No other damage was observed to the instrument. The instrument has 7 remaining uses out of 10. A review of manufacturing history indicated no related nonconformances. The largest tube extension scratch mark was found to measure roughly 0.059¿ x 0.103¿. Some material of the tube extension appears to be missing as a result of the scratch mark.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that the during central processing, the insulation of the monopolar curved scissors instrument was damaged. There was no patient involvement.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An returned material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.